Event description:
On (B)(6) 2011 customer reported that the cap piercer on the dxc 800 pro was leaking auto-gloss on the sample tube caps. No injuries or erroneous patient results were reported. Field service engineer (fse) examined the instrument and found the vacuum was not working properly. Fse flushed the vacuum line with bleach, emptied the vacuum accelerator, and changed the o-ring inside the wash station tower. The issue was resolved with the customer.

Manufacturer narrative:
Vacuum (B)(4).